Event description:
The hearing aid (h/a) user told the h/a dispenser that the wax guard was missing from his hearing aid. The dispenser found the wax guard in his ear and removed it. There was no sign of injury to the ear . No redness, swelling or drainage.